Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was post-paced t-wave oversensing on the ventricular lead. Patient did not receive therapy during the oversensing. Reprogramming was made. There were no adverse consequences reported for the patient.